Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl with ketones. Reportedly the customer changed supplies and insulin to address bg. On (B)(6) 2025 customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline, potassium and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.